Event description:
During a retrospective review of luminex corporation complaint data, as committed to us FDA during the containment of observation #2; fei number: (B)(4) issued on 13 january 2023, the following event was identified to be a reportable event for a false result on an eua product that was not previously reported. This report is one of nine identified events that were not originally reported to the FDA as required. Data review: ts reviewed run#336-b and found the sample failing the qc status. Channel 2, the orf1ab gene was "not detected" and did not produce a CT value. Channel 5, the sars-cov-2 n gene was "not detected" and did not produce a CT value. Channel 6, rnase p, was "detected" and had a CT of 36.3. Ts reviewed run#367-a and found the sample failing the qc status. Channel 2, the orf1ab gene was "not detected" and did not produce a CT value. Channel 5, the sars-cov-2 n gene was "not detected" and did not produce a CT value. Channel 6, rnase p, was "not detected" and did not produce a CT. Ts reviewed run# 365-a and found the sample failing the qc status. Channel 2, the orf1ab gene was "detected" and produced a CT value of 36.0. Channel 5, the sars-cov-2 n gene was "not detected" and did not produce a CT value. Channel 6, rnase p, was "not detected" and did not produce a CT value. It should be noted all of these runs were using seracare 3rd party qc material. Consumable review: assay cassette lot ab1025a was used at the time of testing for all three runs reviewed. No ncmr's were found associated with assay cassette lot ab1025a. Ab1025a was tested on 8/21/2020 and had zero false results in aries qc. There are no indications of consumable malfunction. Device review: ts reviewed the service history for the aries system 3 months prior to the reported discrepancy. Ts found one service was taken on the aries system. Wo-00149769 was for a pm that was completed. This service is routine in nature and would not have affected the reported discrepancy. There are no indications of device malfunction. Conclusion: ts could not find the root cause of the reported discrepancy. As the sample was qc material it is suspected the sample was causing the false negative seen in the three tests reviewed by ts but this cannot be confirmed. Based on this investigation there is no indication of consumable or device malfunction. This case was previously assessed by technical support and no pre or MDR was triggered by their answers of the risk analysis questions. During a retrospective review of luminex corporation complaint data, as committed to us FDA during the containment of observation #2; fei number: (B)(4) issued on 13 january 2023. This potential adverse event was identified on (B)(6) 2023 during a review completed by technical support, pms, and fqa. This complaint of a false result is required to be reported as an MDR. Hra-23-0024 will be submitted as an MDR to the FDA to fulfill reporting requirements.

Manufacturer narrative:
In light of the covid-19 pandemic and the subsequent authorizations (euas) for sars-cov-2 diagnostics tests and per the conditions of the emergency use authorization, suspected false negatives, false positives and significant deviations in expected performance characteristics will be reported under 21 cfr 803. The alleged false test results in this event have not caused patient injury or death; however, this event is being reported conservatively because if the alleged malfunction were to recur there is a non-remote potential for serious injury or death. During a retrospective review of luminex corporation complaint data, as committed to us FDA during the containment of observation #2; fei number: (B)(4) issued on 13 january 2023, the following event was identified to be a reportable event for a false result on an eua product that was not previously reported. This report is one of nine identified events that were not originally reported to the FDA as required.